Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this lead was explanted for unknown product peformance issue. No additional adverse patient effects were reported.

Event description:
Boston scientific received additional information that stated this right atrial (ra) lead was found dislodged. As result, the patient underwent a procedure wherein the lead was explanted and replaced with an alternate. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received additional information that stated this right atrial (ra) lead was found dislodged. As result, the patient underwent a procedure wherein the lead was explanted and replaced with an alternate. No additional adverse patient effects were reported.